Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high reading when compared to a non-adc device. The customer self-treated with insulin (dose/type unknown) based on sensor scan and further reported becoming ¿very low¿ and experiencing a loss of consciousness, requiring treatment of sweet drinks by a third party. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high reading when compared to a non-adc device. The customer self-treated with insulin (dose/type unknown) based on sensor scan and further reported becoming ¿very low¿ and experiencing a loss of consciousness, requiring treatment of sweet drinks by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.